Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 52 months, oversensing on ra lead was reported. Biotronik received no further details with regard to the explant of the lead and the implant date was not provided. Should more information become available, we will send an update to this report accordingly. The lead was not returned to biotronik.